Manufacturer narrative:
We have not received the device for evaluation since the device has been discarded by the user facility due to covid-19 precautions. Hence, we could not conclusively determine the root cause of the malfunction. Our sales rep. Has attempted to reach out to the contact person at the hospital multiple times but our inquiries are not getting any more response due to the increasing covid-19 situation in europe. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
Reported leak from blue tap connecting to the tubing, which caused the balloon to deflate during surgery and blood to leak out. No further information was provided.